Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2013. At an unspecified date/time, the patient obtained blood glucose results of ¿337, 380, 340, 340 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 20%. During the follow-up call, the patient stated that she tests her blood 3 to 4 times a day and that her normal/typical blood glucose blood glucose readings range from ¿98-118 mg/dl¿ in the morning. She stated her ¿blood glucose varies¿ throughout the rest of the day. The patient stated the alleged inaccurate results were higher than her normal/typical blood glucose readings. The patient manages her diabetes with insulin (70/30, self adjuster) and an injectable medication (byetta). The patient stated she ¿took insulin more frequently¿ throughout the day in response to the alleged inaccurate result(s). At an unspecified time after the alleged issue occurred, the patient reported that she developed symptoms of ¿sweating, shakes, and dizziness¿. The patient stated she self treated with food in response to these symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.